Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. This event was observed after use when the patient tried to remove the cassette. The patient could not identify the exact location of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.